Event description:
It was reported that the cot dropped at the head end. There was pt involvement but no adverse consequences.

Manufacturer narrative:
Lock bar. Unit was evaluated and repaired by our distributor.